Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of an error code and attributed it to the main printed circuit board being out of specification in an electrical manner. Analysis was unable to confirm the customer comment that everything was on at power up. Analysis further noted that the battery wires were pinched but they were not compromised. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator was faulty; it was noted that "everything turned on" and displayed an error code. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that after replacing the electrically erasable programmable read-only memory (eeprom) the device powered up normally and all tests passed. Additional analysis of the error log found multiple entries of the reported error. Conclusion: the eeprom was corrupted.